Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a procedure. According to the complainant, during the procedure, it was impossible to detach the clip from the tissue; the physician was obligated to tear the device (clip + delivery system) off of the tissue. There were no reported consequences to the patient as a result of this event.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore , the device expiration and manufacture dates are unknown. (B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a procedure. According to the complainant, during the procedure, it was impossible to detach the clip from the tissue; the physician was obligated to tear the device (clip + delivery system) off of the tissue. There were no reported consequences to the patient as a result of this event.

Manufacturer narrative:
The suspect device was not returned for evaluation as the device received was in an unopened pouch.